Manufacturer narrative:
Investigation summary: investigation flow: damage. Visual inspection: the locking bolt measuring device f/trochanteric fixation nails (p/n: 357.402, lot #: 5326961) was returned and received at us cq. Upon visual inspection, it was observed that the slider assembly was missing the ball 2.5 dia and compression spring components. No other issues were observed with the returned device. Device failure/defect was identified. Dimensional inspection: there was conclusive evidence that the returned device was missing components, so the dimensional inspection was not performed. Document/specification review: based on the date of manufacture, the current and manufactured revision of drawings were reviewed the complaint was confirmed. The device received was missing components. Hence confirming the allegation. Investigation conclusion: the complaint condition was confirmed for the locking bolt measuring device f/trochanteric fixation nails (p/n: 357.402, lot #: 5326961) as both the ball and spring components are staked to the slider assembly. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause could be due to deformation of the stake. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part number: 357.402, lot number: 5326961, date of manufacture: 07/07/2006, place of manufacture: (B)(4). No ncrs were generated during production. Device history review: review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the locking bolt measuring device for trochanteric fixation nail was found out broken during reverse logistic audit of returned device at millstone. There was no patient involvement and no additional information is available. This complaint involves one (1) device. This report involves one (1) locking bolt measuring device f/trochanteric fixation nails. This is report 1 of 1 for (B)(4).